Event description:
When sureform 60 da vinci xi stapler was inserted to arm 1, error code read instrument engagement failed. Remove and reinstall. Stapler was removed from robotic arm. Scrub rn performed all recommended actions including rotating stapler shaft both directions, rotating connections with hemostat, removing and reinstalling robotic arm drape, and removing port cap and replacing. Stapler would work after all of these steps were completed. This had to be done for every load during procedure which was 6 times.